Event description:
Right knee pain; right knee effusion; stiffness behind right knee; right leg pain/right calf hurt; right leg swollen; right leg stiff; couldn't step on right leg/couldn't walk/leg was frozen. Information was received in mar 2005 from a pt with a history of arthritis and previous synvisc treatment ("few years ago"), who experienced right knee pain, right knee effusion, stiffness behind right knee, right leg pain/right calf hurt, right leg swollen, right leg stiff and couldn't step on right leg/coudn't walk/leg was frozen. They began a treatment with synvics in 2005. The pt received three injections of synvisc into the right knee. The last injection was given in 2005. The pt experienced pain in the right knee after the first injection. On an unknown date, the pain "went away." After the second injection, the pt experienced knee pain, stiffness behind the right knee and they could't step on that leg. The symptoms resolved two days later. After the third injection, the pt experienced pain in the right knee and leg, the right leg was very painful, swollen and stiff, and the right calf hurt "terrible." The pt visited the physician who "took out some fluid" and gave them a cortisone injection. They had a droppler done and a "blood clot" was ruled out. The pt's blood pressure was "sky high" (specific readings not provided). At the time of this report, the right leg was still swollen.